Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported that the patient was hospitalized due to low blood glucose level. The customer's blood glucose level was 30 mg/dl. The patient was not in a vehicular accident and she was admitted at (B)(6) community hospital for two days. The customer stated, the perceived cause of low blood glucose was low sugar blood glucose. The patient is disconnected from the insulin pump and advised to call help line back to troubleshoot. The patient was able to contact and get verbal approval and added customer spouse to account. No further information reported.